Manufacturer narrative:
Other relevant device(s): product ID: 3889-28, lot# va0l280, implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient felt a shocking sensation when they walked through a metal detectors. Impedance check performed and showed lead 1 with >4000 on all combinations. It was unknown what factors might have contributed to this. Stimulator was turned off for the past three years. Office tried using different programs and on (B)(6) 2019 the device was removed and the issue was resolved. No further complications were noted or anticipated